Manufacturer narrative:
The device was tested and repaired on site and returned into use. The replaced pcb pneumatic controller was sent in for the investigation at the manufactures site. No technical failures were found. The analysis of the logbook showed that the device performed several unsuccessful warmstarts. As a safety feature of the ventilator, the ventilator software analyzes and verifies proper function of the device. In case an internal failure is detected, an audible and visual alarm will be generated and the device performs a warmstart. During this time, an emergency-breathing valve opens allowing for spontaneous breathing. In the event of an unsuccessful warm start, a continuous audible alarm would be activated and the emergency-breathing valve would remain open. Manual ventilation with an alternate device may be considered necessary. A possible root cause for warmstarts is a sticky mixer cartridge, however this couldn't be confirmed as the cartridges were requested but not delivered for investigation. It was not possible to identify the root cause of the described problem. No further problems have been reported for this device.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation was started but not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that while the ventilator was connected to a patient, the ventilator stopped ventilating the patient and the ventilator audibly alarmed continuously. No patient injury was reported.